Event description:
The customer reported to olympus, the balloon detached from the bronchial endoscope during an echo bronchoscopy procedure. The balloon was retrieved. The intended procedure was completed with a five (5) minute surgical delay. No patient injury reported. Post-procedure, the patient was in good condition with no prolonged hospitalization. The physician did not have any confidence in the device. The olympus representative stated the balloon needed to set-up with a specific clip and the facility would be provided the necessary training. The customer has requested additional training for device use. A request for additional information is in progress. This event includes two (2) reports: (B)(6) maj-1351, lot 1k6197; (B)(6) bf-uc190f, unk serial. This is report 2 of 2 for (B)(6) bf-uc190f, unk serial.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported additional information. The balloon fell the bronchus at the pulmonary carena level. The balloon was retrieved with biopsy forceps. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5 and d4.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. However the instructions for use states: chapter 4 operation. Warning: always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturer report number to: olympus co.: shirakawa, jp - 3002808148. Corrected field: d3.